Manufacturer narrative:
(B)(4). Additional information: this product is not sold in the us. The 510k # provided is for a similar product that is sold in the us. The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore it is reportable.

Event description:
It was reported that during insertion, the user was unable to pass the catheter over the guide wire. As a result, a new kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.

Manufacturer narrative:
(B)(4). The reported complaint of during insertion the user was not able to pass the catheter over the guide wire resulting in a kinked wire was confirmed. The customer returned one guide wire and one cvc catheter. Visual examination revealed that the guide wire is kinked at the proximal end only and that the rest of the wire appeared typical. The guide wire kink was measured at 97.0 cm from the distal end. A manual tug test confirmed that both welds were intact. Microscopic examination revealed that both welds are full and spherical and the kink was confirmed. The guide wire measured approximately 101 cm, which meet the length specifications of 99.4-101.3 cm per the guide wire graphic. The outside diameter of the guide wire measured 0.878 mm, which also meets specification of 0.0.86- 0.90 mm. Per the guide wire graphic. Other remarks: visual examination of the catheter revealed that it is flatten in the middle of the catheter body. Microscopic examination confirmed that the catheter body is flattened/deformed. The catheter is flattened or compressed between 34.5 and 40.5 cm from the catheter tip; approximately 6 cm of the body is affected. Functional testing was performed by inserting the returned guide wire (0.035") into the distal hub and catheter tip separately. In both tests the guide wire could not be passed through the catheter body and was stopped at the flattened area. However, the catheter is not completely blocked since a 0.021" long pin gage passed through the distal lumen. Manufacturing and packaging engineering were consulted on this investigation. Both examined the damaged catheter and concluded that the flattening occurred as a result of the catheter and guide wire assembly sharing the same cavity in the kit's contour tray. The components became intertwined after being placed in the tray and then remained that way through sterilization causing a catheter to have a permanent compressed appearance. The instructions for use describe suggested techniques to minimize the likelihood of guide wire damage during use. A device history record review was performed and did not reveal any manufacturing related issues. Since the guide wire was kinked as a result of the blocked catheter. The probable cause of the catheter damage was the result of the kit's tray design which resulted in the two components coming in contact since they share the same cavity. Further investigation has been initiated to change the tray used in this kit.